Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio examined the electronic patient record from the event and confirmed that the device would intermittently lose connection with the patient while in paddles lead ECG. The third party defibrillation electrodes used during the event were disposed of by the customer; therefor they were not available for examination. While on-site to evaluate the device, physio observed that the customer had a set of third party defibrillation electrodes opened and pre-connected to the device via the quik-combo therapy cable. Physio advised the customer that opening the packaging prior to use is not recommended because the electrode gel could be compromised which may lead to connectivity issues, such as those experienced during the event. It is unknown whether or not the third party defibrillation electrodes used during the event had been opened and pre-connected to the device prior to use. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device did not detect that a patient was connected during an event. The customer advised that they were using a quik combo therapy cable with third party defibrillation electrodes. The patient did not require defibrillation therapy during the event and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.